Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for left foot cellulitis requiring IV antibiotics. On (B)(6) 2020 the patient suffered a hemoglobin drop from 7.7 to 7.3 and the patient was transfused one unit of packed red blood cells. The patient was started on omega 3 4000mg for gi arteriovenous malformations.

Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the reported infection cannot be conclusively determined through this investigation. A specific cause for the reported gi bleeding cannot be conclusively determined through this investigation. The patient presented to the center on (B)(6) 2020 with complaints of left lower extremity pain, swelling, and erythema for one week. The patient was recently discharged on (B)(6) 2020 for gastrointestinal bleeding (refer to MFR#: 2916596-2020-01491). A lower extremity doppler ultrasound was performed and revealed no evidence of deep venous thrombosis. Upon further examination, the patient was admitted to the center and was placed on intravenous vancomycin and ceftriaxone due to cellulitis. Oral amoxicillin administered for chronic streptococcus bovis was to be held while the patient was on the intravenous antibiotics. On (B)(6) 2020, a drop in hemoglobin from 7.7 to 7.3 g/dl was noted and the patient was transfused one unit of packed red blood cells. The patient was also started on a 4000mg omega 3 daily regimen for gastrointestinal arteriovenous malformations. On (B)(6) 2020, the patient was transfused with two additional units of packed red blood cells. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The heartmate 3 lvas instructions for use lists bleeding and infection as adverse events that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the IFU. No further information was provided. The manufacturer is closing the file on this event.